Event description:
It was reported that patient had mesh explanted for an unspecified reason. It was reported that after explant a broken recoil ring was observed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.